Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the capsule would not support the lens. The lens was removed through an enlarged incision and the pt was left aphakic. The pt has been referred to a retinal specialist. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: the product was returned. One haptic is broken. Other damage was observed which was caused by the lens being replaced incorrectly into the lens case for return. Solution and blood are dried on the lens. Results from product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the capsule not supporting the lens. Lens damage was observed. While we are unable to determine the root cause of the dame, our observation reasonably suggests that it is not mfg related. Due to the condition of the returned sample (presence of surgical solution), the observed damage is most likely related to consumer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A partially completed questionnaire was rec'd. (B)(4).